Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the act button and esc button had to press more than once and harder. Customer stated that they had to change the battery every week and insulin pump shut off 4 times within the year. Customer stated that the insulin pump had to reset reservoir and battery was died without giving low battery alert. Customer stated that the insulin pump had small hairline fracture on screen and had bunch of scratches on the backside as well as rewind was slower. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.